Event description:
A malfunction alarm occurred but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer used multiple daily injections as a backup for insulin delivery. Technical support decided to replace the malfunctioning pump, provided instructions for storing the problematic device, and sent a replacement pump. The customer was advised on steps to take with the new pump and instructions for returning the old pump with a pre-paid label.